Manufacturer narrative:
Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
The customer reported that while assisting the patient from the bathroom to the wheelchair it was noted that the tpn began to leak around the IV pump sensor and onto the floor. The IV pump was turned off, the tubing clamped, changed and the tpn was restarted. There was no report of patient harm.